Event description:
Procedure type: gastrectomy. According to the reporter: after firing the stapler was removed from cavity. The doughnut ring and anvil were missing. The ring and anvil were retrieved from the cavity. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).